Manufacturer narrative:
Combination product: yes.

Event description:
This lead was repaired (during eri pm changeout) due to it had an acute bend with insulation breakdown. No adverse patient events were reported. Should additional information be received, this file will be updated. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.